Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the electric dermatome serial number (B)(6) by flextronics on 04 may 2020 revealed that the unit was not working due to the motor. They also found that there were worn screws and needle bearings and the unit was out of calibration. Product repair of the device was performed by flextronics on 24 july 2020 which included replacement of the following: motor, needle bearing, cap screw additional repair included recalibration the device, serial number (B)(6) was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental/final report will be filed.

Event description:
It was reported that before surgery the handpiece had been immersed, started to work and then stopped. No adverse events were reported as a result of this malfunction.